Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose. It was stated that the customer's blood glucose was 33mg/dl when the paramedics checked his glucose level. Troubleshooting was performed. It was stated that the customer did not treat himself with or without the insulin pump. The basals matched with the daily totals. The bolus history revealed a very high bolus of 53.3 units, and the customer's glucose level was over 500mg/dl. Explained that it could be what he was eating, and the body was taking time to digest and once that happen the insulin was still active in the body and the customer's glucose level dropped. The alarm history was reviewed and showed a low battery alarm. Ran a displacement test and the device passed the test. No further information was provided.